Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent- xience v 4.0 x 28 mm (part#1009543-28/lot#7101661/(B)(4)); xience v 4.0 x 18 mm (part#1009543-18/lot#7102961/serial#614660) the xience v 4.0 x 28 mm (part#1009543-28/lot#7101661/(B)(4))and xience v 4.0 x 18 mm (part#1009543-18/lot#7102961/(B)(4)) are being filed under separate manufacturer report numbers. There was no reported product deficiency. The reported patient effects of angina, nausea and restenosis, as listed in the product instructions for use (IFU), are known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. Reportedly, the stent delivery system was delivered without pre-dilatation (direct stenting) to treat a lesion in the saphenous vein graft (svg). It should be noted that the IFU states, the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. It further mentions that, the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. The safety and effectiveness of the xience v stent have not been established for subject populations with lesions located in saphenous vein grafts.

Event description:
It was reported via a trial that on (B)(6) 2008 the patient underwent stenting in the saphenous vein graft with three xience v stents, two 4.0 x 28 mm and one 4.0 x 18 mm. On (B)(6) 2010, the patient experience nausea, vomiting, shortness of breath with exertion and short episodes of chest pressure. On (B)(6) 210, the patient underwent percutaneous coronary revascularization of the index target lesion for in-stent restenosis. The patient's condition resolved and the patient was discharged the following day. There was no adverse patient sequela. Though requested, no additional information was provided.